Event description:
Tech alleged that the brakes are not holding. No pt impact.

Manufacturer narrative:
The tech found the head brake casters teeth are heavily worn. The tech replaced both head brake casters to resolve the issue.